Event description:
Event occurred following a catheterization procedure in which an agio-seal device was placed. The patient presented one day after device deployment with an inflamed, erythematous groin and an elevated white blood count and low grade temperature. The infection was treated with IV antibiotics. Follow-up with site shows that as of 06/13/97 the infection has resolved and the patient remains without further sequelae.